Event description:
It was reported that during prep for a coronary stenting treatment procedure, a stent dislodgment occurred. The physician was wiping off the 4.50x20mm liberte bare stent when the stent came off. The physician put the stent back on the balloon and used it successfully. The procedure was completed with this device. The pt status is listed as fine with no complications reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation as it has been implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).